Manufacturer narrative:
All available information was investigated, and the reported leak / splash and physical resistance / sticking lock lever was confirmed via returned device analysis. Additionally, the dc handle seal was found to be torn near the lock lever. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation identified the dc handle seal tearing as a potential product issue. The reported leak/ splash and physical resistance lock lever were cascading events of the torn seal. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
This will be filed to report a leak. It was reported that during device prep of a mitraclip procedure, the clip experienced a leak from the gripper lever. It was also found that the lock lever was difficult to retract and advance. Subsequently, the clip was exchanged and the procedure was concluded without further reported complication. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.